Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive alarm. Alarms received were, low reservoir alarm, auto-off alarm and no delivery alarm. No delivery alarm was a past issue and was resolved with infusion set change. Customer was educated on dual square bolus feature and turning off auto-off feature. Customer's blood glucose was unknown. No further information provided.